Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.